Event description:
This consumer report was received from an us consumer and concerns a female patient. She was injected with radiesse. After the radiesse injection, the patient experienced that she was prevented from smiling. The patient felt restricted from smiling and had a surgery to restore the ability to smile partially (as reported). The outcome of the event was unknown. Follow-up information was received on 11-may-2022: the event term prevented from smiling/ restricted from smiling was amended to prevented from smiling/ restricted from smiling/ distorted her smile/ teeth did not show when she smiled, and was recoded from facial paralysis to injection site movement impairment. According to the patient, radiesse distorted her smile and her smiling was restricted. Her teeth did not show when she smiled. Due to this, the patient saw some facial surgeons who told her that she needed a lip lift to remove some upper lip, to help her smile. The patient went trough with one of the surgeries, but her smile was still restricted from side to side. When the procedure was done, the surgeon told her that they were able to see radiesse in there. Due to provided information, the outcome of the event was considered as not resolved (changed from unknown to not resolved).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event prevented from smiling/ restricted from smiling/ distorted her smile/ teeth did not show when she smiled (pt: injection site movement impairment), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.